Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) was not used because of low monitoring voltage. It will be returned to guidant for analysis.